Event description:
It was reported that this right ventricular lead exhibited high pacing threshold. The physician decided to review this lead, and the helix was unable to retract. Subsequently, the lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.